Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a marks under the lifevest equipment. Patient described the area as itchy marks on skin. The patient¿s physician prescribed pepcid and oral benadryl for the skin irritation. Follow up indicated that the skin irritation improved.